Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient had a gi bleed and was admitted into the hospital for monitoring and further tests. A colonoscopy was completed and revealed diverticulosis. The patient was discharged 5 days later and is currently doing well with no issues. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.